Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, fold creases, wear abrasion. A leak test was performed and found three openings. A microscopic analysis identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve, a sharp linear opening on anterior side in the same location of crease assessed as fold flaw opening and an extended striated opening on radius side assessed as surgical damage. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
The reason for reoperation was deflation.

Event description:
Device was explanted.